Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided.

Event description:
The customer reported the following: "total left hip prothesis performed on (B)(6) 2009. Nothing to report as surgery follow up. In 2015, pain further to a fall and a inguinocrural tumefaction. Cobalt 7.4mg/l. MRI: precapsular effusion in the sheath. Alval mention. Revision surgery decision. Revision surgery on (B)(6) 2015: the acetabulum is fractured + intra articular tissue reaction. No implant loosen. The stem and the cup are changed, and an osteosynthesis of the fractured acetabulum is performed. Anapathology : rare lymphoid islets. Usual surgery follow up".